Event description:
(B)(4). Same case as: 2134265-2012-07904, 2134265-2012-07906. Same patient as: 2134265-2012-06663, 2134265-2012-06664, 2134265-2012-07907. It was reported that during a coronary stenting treatment procedure, the patient experienced vessel dissection, plaque shift and jailing occurred. In (B)(6) 2008, the patient presented with dyspnea on exertion with mild to moderate activity, left sided chest discomfort with atypical features. The patient was subsequently diagnosed with stable angina (ccs classification:2) and cardiac catheterization was recommended. The lesion being treated was located in the mid left anterior descending (lad). The lesion was 85% stenosed, 2.25mm in diameter and 6mm long. The lesion was treated with predilation and placement of a 2.25x12mm study stent. Following angiographic results were excellent within the study stent distally, however a dissection was noted at the proximal margin of the study stent. Post dilation was performed and angiography revealed type a dissection extending a little bit. The dissection was treated with a 2.25x8mm bailout study stent overlapping with the previously deployed study stent and also jailing of the 1st diagonal. Post dilation was performed with a 2.25x8mm maverick balloon and plaque shift was noted at the level of the 1st diagonal culminating in an 85-90% stenosis with a timi 3 flow noted. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).